Manufacturer narrative:
(B)(4). The reported event was able to be confirmed by review of provided images. Visual inspection showed that the devices were covered in biodebris. No product was returned, so visual and dimensional evaluations could not be performed. Provided x-rays were also reviewed and identified dislocation of the left hip arthroplasty as noted with implant loosening and displacement. There was also extensive osteolysis. Screw fragments are present at the superolateral acetabulum. Review of the device history records could not be performed as part and lot number were not provided. A definitive root cause for the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00625006535, bone scr 6.5x35 self-tap, lot 63391617. 00625006540, bone scr 6.5x40 self-tap, lot 63622283. 00625006560, bone scr 6.5x60 self-tap, lot 60945763. 00700007020, trabecular metalâ¿¢ acetabular revision shell, lot 63436336. 00489407015, trabecular metalâ¿¢ acetabular revision system acetabular augment, lot 62524031. 00489406630, trabecular metalâ¿¢ acetabular revision system acetabular augment, lot 62538657. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00008. 0002648920 - 2020 - 00009. 0002648920 - 2020 - 00010.

Event description:
It was reported that approximately 2.5 years post implantation, the patient was revised due to loosening of the hip arthroplasty. It was further identified that the patient experienced dislocation of the humeral head. Attempts have been made and no further information has been provided.